Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a recalibrated and verified air in line printed circuit board. This condition had the potential to interrupt. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be air in line printed circuit board out of calibration. To correct the condition, the air in line printed circuit board was recalibrated and verified. If any additional information is received, a follow up MDR will be sent. During product evaluation by a baxter service technician, a colleague infusion pump required the recalibration and verification of the air in line printed circuit board. This condition had the potential to interrupt. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.